Event description:
Customer's father reported via phone call that insulin pump had a blank display due to customer jumping into swimming pool with pump attached. Customer's blood glucose was unknown. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The motor assembly was found corroded during the visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.